Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2019 and mesh was implanted. It was reported that the patient underwent removal surgery and recurrent hernia repair surgery. It was reported that the patient experienced mesh migration/slippage, inflammation, severe pain and abdominal swelling. Other procedure was captured in a separate file. No additional information was provided.